Event description:
It was reported that this patient underwent a procedure upgrade from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d). This pacing lead was attempted to be implanted into the left ventricular (lv) in which noise was observed entering the sensing system, via the pacing system analyzer (psa). The cable connections were switched to a programmer however there was no change. Then, the cables were replaced and the issue persisted. The physician opted to use a different lead which was successfully implanted with no issues. The new lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.